Manufacturer narrative:
The pump was received with continual failed battery test. Unable to perform the sleep current measurement, active current measurement, self-test and displacement test. Unable to download history files due to continual failed battery test. Unit was cut open to perform visual inspection and found cracked resistor on pcba 2 board. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case corner of belt clip rails, corroded battery tube, and pillowing keypad overlay. Failed battery test is confirmed due to cracked resistor (r11) on pcba board. Unable able to confirm battery cap contact damaged/missing due to battery cap was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low battery alert even after replacing battery. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for replace battery now alarm. Customer reported low battery warning occurred at least 8 hours before replace battery alert. Troubleshooting was performed for battery failed alarm customer reported that battery cap contacts were damaged. The customer was instructed that the replacement battery cap would be sent. No harm requiring medical intervention was reported.mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.